Event description:
Related to MFR report # 2183959-2012-02462. It was reported by the plaintiff's attorney that on or about (B)(6) 2012 the plaintiff was implanted with an apogee system "to treat pelvic organ prolapse and/or urinary incontinence". It was alleged that the plaintiff "began experiencing pain, infection, bleeding, vaginal scarring/shrinkage, pain with sexual intercourse, mesh erosion/exposure, extrusion, urinary problems and the need for add'l surgery", "returned to her physicians several time", "suffered and continue to suffer, serious bodily injury and harm", and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.